Manufacturer narrative:
Findings: unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 190 mg/dl. The customer stated that the device was exposed to lake water. Customer stated that he fell off the boat with his pump on. Customer reported that there is fluid under the lcd display. The customer stated that the device was not dropped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.